Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 3p25, that has a similar product distributed in the us, list number 2r98, and a 510k/PMA/bla number k191595.

Event description:
The customer reported false elevated architect stat high sensitive troponin-I and provided the following data: on (B)(6) 2026: patient's first sample (sample ID (B)(6)) was <5 pg/ml. Patient's second sample (sample ID (B)(6)) result was 153.4 pg/ml. The patient had another sample drawn, which generated a result of <5 pg/ml. On (B)(6) 2026, patient's second sample (sample ID (B)(6)) retested and when retested it was <5 pg/ml. Patient information: 62 year old male. There was no reported impact to patient management.